Event description:
It was reported that after a da vinci-assisted surgical procedure, the technical support engineer (tse) walked the customer through a hard power cycle on the affected surgeon side console (ssc), but the issue persisted. The customer disabled the master tool manipulator left (mtml) on the ssc. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm has been returned and evaluated by the failure analysis (fa) team. In logs, the 23017 error was found, indicating the axis 6 motor, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.